Event description:
The email received for the study indicated that, there was a angioguard malfunction during removal from the patient. The defect was retrieval difficulty; the physician was unable to close the filter basket. The patient experienced no adverse event. The target lesion was the common carotid. The lesion was calcified and tortuous.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.